Event description:
Event description guidant received information that this pacemaker and lead system was unable to sense p-waves and had decreasing r-wave measurements. This pacemaker is part of the hermetic seal advisory, however exhibited no symptoms that were consistent with those described in the advisory. The device was explanted and the atrial lead was noted as being deactivated. This device was in service for 8.4 years, which has exceeded the longevity of 5.0 years at nominal parameters. No adverse patient effects or symptoms were reported. 09/27/06 - ai: 42741(ra) + 4034(rv) capped on 6/15/06, both leads with sensing issues and non-capture... Ra: MDR=no. Malfxn not likely to c/c to death or si, critical therapy available. Rv: MDR=yes, reportable as si MDR.,